Manufacturer narrative:
(B)(4). The customer returned a 2-lumen hemodialysis catheter with an unraveled guide wire advanced through the catheter body for evaluation. The components showed evidence of use in the form of dried blood. Visual examination revealed that the distal portion of the guide wire advanced out of the catheter tip was kinked but not unraveled. The proximal portion was unraveled coming out of the extension line luer hub. Visual examination confirmed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The distal j-bend was fully advanced out of the catheter tip and was deformed but intact. The proximal tip of the core wire was exposed out of the coil wire. The returned catheter showed evidence of use but no obvious defects or anomalies. The guide wire was able to be fully advanced out of the catheter body which revealed significant dried blood and several kinks in the guide wire body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is pinched and narrow at the point of separation. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. (Con't) other remarks: the major kinks in the guide wire body were measured at 158, 203, 207, 248, 287 and 315 mm from the proximal tip of the core wire. The broken core wire measured 598 mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire and the catheter body length were measured and were found to be within specification. A lab inventory guide wire of the same diameter as that supplied in kit cdc-22142-x1a passed through the distal catheter tip and out the distal extension line of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the catheter and the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the clinician had resistance when trying to remove the wire so he removed it along with the catheter and found the wire had unraveled. No report of patient injury. No report of delay in treatment.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the clinician had resistance when trying to remove the wire so he removed it along with the catheter and found the wire had unraveled. No report of patient injury. No report of delay in treatment.